Event description:
It was reported that during implant, the atrial lead helix did not extend. The lead was withdrawn and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis finding: lead stretched. It was also noted the there was blood/body fluid in/on the proximal conductor, the outer insulation was kinked/buckled, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.